Event description:
Vascular occlusion [vascular occlusion] , immediate blanching that spread to the forehead/there was still some blanching [pallor] , there was still some pain/still complaining of pain around the left brow area [pain], skin mottling [livedo reticularis] , skin discoloration [skin discolouration] , skin infection [skin infection] , pustules around left brow extending down toward nose [pustule], rha redensity in flagella's lines (glabellar lines) [off label use] . Case narrative: united states report received from a physician via company representative on (B)(6) 2025 and refers to a female patient of unknown age who had received rha redensity on (B)(6) 2025 for an unknown indication. The patient's medical history was not provided. Concomitant medications, and food supplements were not provided. On (B)(6) 2025, 0.05 ml (1 syringe) of rha redensity was applied at glabellar lines (flagella's lines) superficially via needle technique. It was not reported if cannula was used for the administration. Lot# and expiration date: not provided. On (B)(6) 2025, the hcp noticed immediate blanching that spread to the forehead. The area was immediately treated with one vial of hylenex (hyaluronidase), divided into multiple doses. Later that evening, there was still some blanching and pain, so the patient returned to the clinic and was treated with another 1 vial of hylenex (hyaluronidase) and initiated treatment with aspirin daily. On (B)(6) 2025, the patient experienced vascular occlusion. There was also some skin mottling and discoloration. The patient was treated with another vial of hylenex (hyaluronidase). The patient had planned to travel the following day. Although the nurse practitioner (np) advised against travel, the patient was referred to an external physician and an ophthalmologist for evaluation and clearance prior to departure. Later, the patient mentioned that both physicians had cleared her for travel and noted that capillary refill was good. One of the physicians initiated treatment with cephalexin due to concerns about a possible skin infection. That same evening, the np reassessed the patient, who continued to report pain around the left brow area. The patient was treated with an additional vial of hylenex (hyaluronidase). On (B)(6) 2025, (reported as thursday evening), the patient experienced pustules around left brow extending down toward nose. The patient was searching for a local dermatologist to receive additional hylenex (hyaluronidase) treatment. At the time of report, outcome of the event vascular occlusion was not resolved. The outcome of the events blanching of skin, pain, mottled skin, skin discoloration, skin infection and pustule was unknown. The intensity of the event vascular occlusion, blanching of skin, pain, mottled skin, skin discoloration, skin infection and pustule was not reported. Causality assessment per reporter between events of vascular occlusion, blanching of skin, pain, mottled skin, skin discoloration, skin infection and pustule and rha redensity was not provided. Pictures of the patient were provided. Health effect: clinical code: e2328, obstruction/occlusion, health effect: clinical code: e2331, pallor, health effect: clinical code: e2330, pain, health effect: clinical code: e1717, skin disorders, health effect: clinical code: e1716, skin discoloration, health effect: clinical code: e1719, skin infection, health effect: clinical code: e1717, skin disorders, health effect: device code: a2304, off label use, no additional information was available at the time of this report. Company comment: an unknown age female patient experienced vascular occlusion after rha redensity administration on the same day. The patient was treated with hylenex. The company assessment was that the causal relationship between vascular occlusion and rha redensity cannot be excluded with confidence based on the temporal relationship. The company will continue monitoring the benefit-risk profile for the product.